Manufacturer narrative:
Results code 3: code 3252 - the engineering evaluation stated the following: this evaluation, using the information and image provided, showed the following: image appears to show an implanted tag 1.5 device. Reported implantation in 2008. Image appears to show a wire fracture in a device. Based on the limited imaging provided, the device does not appear to be oversized. No manufacturing deficiency was identified during the device evaluation, using the information and image provided. No DHR review was conducted as no device lot information was provided. The root cause for the stent wire fracture could not be determined with the information provided. The root cause for the type iii endoleak observed could not be confirmed with the information and image provided. Conclusions code 1 updated. Conclusions code 2 updated. H.6. Conclusions code 2: code 22 - according to the gore tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore tag® thoracic endoprosthesis may include, but are not limited to, stent fracture, endoprosthesis puncture, and endoleak.

Manufacturer narrative:
Device information: as the device lot/serial number is unavailable, the device information is unknown date of implant: the date of implant is unavailable. Concomitant medical products and therapy dates: aspirin 81 mg, carvedilol 12.5 mg bid, jardiance 10 mg qd, lisinopril 40 mg qd, metformin 1000 mg bid. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. Attempts were made to obtain the device lot/serial number, and the lot/serial number was unavailable. No device history record review was able to be completed images were provided, and an imaging evaluation was performed. The device remains implanted, so evaluation of the actual device was unable to be completed. An analysis of relevant data will be performed in view of supporting the identification of possible causes for the adverse event. The imaging evaluation showed the following: one j-peg image received for evaluation: post-implantation image. No names, dates or demographics on j-peg images provided. Unable to manipulate images in any way. Images appear to show a wire fracture in a device. The imaging evaluation also stated: note, the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot guarantee the images provided are accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate.

Event description:
It was reported that the patient underwent treatment of a type b aortic dissection by an unknown physician at an unknown facility on an unknown date in 2008. The physician reported that it is unknown if the device is a gore® tag® thoracic endoprosthesis (tag) or a conformable gore® tag® thoracic endoprosthesis (ctag), but is suspected to be a tag device. The physician reported that the device is fractured, with a portion of the fractured stent row protruding into the aneurysm sac. A fabric tear and subsequent type iii endoleak was also reported. The physician reported that it is unknown why the device fractured. The physician reported that there were no clinical adverse events related to the fractured tag device. The patient has declined any type of secondary intervention.